Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The alarm was cleared and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.